Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced vomiting, dehydration, bone pain, abdominal pain, and dizziness. The patient was brought to the hospital and when a fingerstick was taken, the cgm reading was between 130 and 150 mg/dl, and the blood glucose reading was 410 mg/dl. The patient would have experienced diabetic ketoacidosis. No information regarding treatment was reported. The patient was discharged after spending more than 24 hours at the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.